Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod and the cable cut off the device. The ceramic was cracked but is still bonded to the lower jaw. Due to the returned condition, functional testing could not be performed. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. It is possible that a replace instrument was noted during usage with the electrode separated in this manner. This was not confirmed during complaint analysis.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the device malfunctioned; an error was given to reposition the jaws. The handpiece was checked. The end of the jaws was peeling away. A second device was opened and the case was completed with no delay or patient consequences.